Event description:
Per the clinic, the patient experienced static, open circuit and poor performance with device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.